Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use during fill 6 of 8. The rn had removed and replaced a supply bag prior to calling baxter, so the baxter technical services representative assisted to end therapy and advised her to contact the peritoneal dialysis (pd) nurse. Baxter product surveillance contacted the pdrn on (B)(6) 2011. She stated that she had not been contacted regarding this incident. This writer informed her of the user error that had occurred, and she would check in with the patient. She stated that the patient was doing well and no adverse effects were reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of "use error - failed to follow therapy steps" was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.